Event description:
On (B)(6) 2012, the patient underwent emergent treatment for a contained aneurysm rupture in the abdominal aorta. The sheath would not track all the way through due to calcific anatomy, so the trunk was advanced into position outside the sheath, with great difficulty. The trunk was then deployed, but the proximal end would not open all the way, so proximal seal could not be obtained. A 32 mm coda balloon was used in an attempt to fully open the trunk, but this was not successful, so the physician converted the patient to open surgery, removing the stent-graft. The patient survived the procedure, and is currently in intensive care. Advancing the catheter without sheath protection may have caused the device to not open fully.